Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/17/2025, it was reported by a facility representative via (B)(6), the following arthrex instruments exhibited issues. The ar-12140 scissors and ar-11000 standard punch were not cutting, the ar-11040xl widebiter punch xl was failing to cut and getting stuck when opened, and the ar-12990 knee scorpion was found to have a needle stuck inside the device. No further information or case details were provided. This was discovered during cases where no individual case information was provided, and no adverse effects on the patient were reported. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, such as ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 05/02/2025: during a procedure, an ar-12990 knee scorpion experienced an issue with a needle becoming stuck. The problem was discovered during use, but a replacement instrument was immediately available, allowing the procedure to continue without delay or patient harm. Details regarding the part and lot number of the needle, as well as the name of the procedures and case details, were not provided. The case was completed using another knee scorpion, and there were no reports of additional anesthesia being administered or any adverse effects experienced by the patient.